Event description:
It was reported that a patient underwent a sling procedure for mixed urinary incontinence in 2003. Since the procedure, the patient has had six surgeries that were performed for correction of bladder prolapse, urinary incontinence, mesh removal, or all three. There were several surgeries to remove the eroded mesh. In 2007, mesh was explanted. In late 2008, the patient was diagnosed with urosepsis from infection that arose after an attempt to surgically remove mesh earlier the same month. This was reported to be a life threatening event. There have been multiple bladder infections requiring antibiotics.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.